Event description:
On (B)(6) 2010, an ambicor penile prosthesis was implanted. It was reported that the pt had a "dysfunctional penile prosthesis and lower obstructive uropathy" symptoms and pain. The pt was not able to deflate the ambicor penile prosthesis. On (B)(6) 2011, the entire device was removed and replaced. It was stated that the pt is doing well following the surgery. No complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.